Manufacturer narrative:
This report is for an unknown - nails: tfna/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an internal fixation of closed reduction for left femoral intertrochanteric fracture. The patient developed a left hip pain caused by fall on (B)(6) 2019. After emergency filming, the patient was diagnosed as ¿left femoral intertrochanteric fracture¿. On the same day, the informed consent form for ¿a prospective study on the evaluation of metal intramedullary nail system (tfna) in (B)(6) patients'' was signed, and the patient was scheduled to go to the rehabilitation hospital for professional rehabilitation after discharge. On (B)(6) 2019, patient presented with moderate fever which was resolved without sequelae on (B)(6) 2019. The surgery was smooth. After surgery, the patient was given blood transfusion to correct anemia, and kaifeng for analgesia, etc. Reportedly, on (B)(6) 2019, patient experienced moderate post-operative incision more oozing blood, mild wound slightly swollen and moderate suspected nail withdrawal after closed reduction and internal fixation of left femoral intertrochanteric. Additionally, on (B)(6) 2019, patient had a moderate wound pain. The reported slightly swollen wound and wound pain were resolved without sequelae on (B)(6) 2019 while the incision more oozing blood was resolved without sequelae on (B)(6) 2019. The suspected nail withdrawal after closed reduction and internal fixation of left femoral intertrochanteric is ongoing and unchanged. He recovered well and was discharged from hospital with medicines on (B)(6) 2019. In order to get better care and professional function exercise recovery for her, the patient¿s family got her admitted to (B)(6) hospital on the day of discharge for rehabilitation treatment as planned. After a period of weight training, the patient¿s follow-up x-ray examination on (B)(6) 2019 showed suspected nail displacement. The investigator of this project found out this event during the telephone visit with the patient on (B)(6) 2019, instructed her to stay in bed for a good rest, reduce the amount of functional exercise and avoid weight loading in recent times.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was additionally reported: the patient¿s examination results met the inclusion criteria and did not meet the exclusion criteria and was allocated to the control group (pfna-) on (B)(6) 2019. At dust of (B)(6) 2019, the patient¿s body temperature was 38.9, and physical cooling method of ice compress bag was given. But the patient¿s body temperature was maintained at 38.8 at night. Intramuscular injection of 2 ml fufang anlin babituo zhusheye was given to observe the change of body temperature. The planned surgery on (B)(6) 2019 was canceled due to the fever. On the same day, the patient presented with moderate sleep disturbance and was resolved without sequela on (B)(6) 2019 and moderate urinary tract infection which was resolved on (B)(6) 2019. Additionally, on (B)(6) 2019, the patient had a mild urination difficulty but was resolved on (B)(6) 2019. On morning of (B)(6) 2019, the patient¿s body temperature declined to 37.4, and fever was improved. The internal fixation of closed reduction for left femoral intertrochanteric fracture procedure was performed on (B)(6) 2019. After surgery, the patient was given blood transfusion to correct anemia, and flurbiprofen axetil injection for analgesia, etc. The suspected nail withdrawal after closed reduction and internal fixation of left femoral intertrochanteric was resolved without sequela on (B)(6) 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an internal fixation of closed reduction for left femoral intertrochanteric fracture. The patient developed a left hip pain caused by fall on (B)(6) 2019. After emergency filming, the patient was diagnosed with left femoral intertrochanteric fracture and hospitalized. On (B)(6) 2019, the patient entered a prospective study on the ¿evaluation of metal intramedullary nail system (tfna) in chinese patients¿. The patient¿s examination results met the inclusion criteria and did not meet the exclusion criteria. He was randomized on (B)(6) 2019 and allocated to the control group (pfna), with the subject number 255. The planned surgery on (B)(6) 2019 was canceled for reason of fever. Moderate sleep disturbance, moderate urinary tract infection which was resolved on (B)(6) 2019. The internal fixation of closed reduction for left femoral intertrochanteric fracture was performed on (B)(6) 2019. The surgery was completed. On (B)(6) 2019, patient experienced moderate post-operative incision oozing blood, wound slightly swollen and moderate suspected nail withdrawal after closed reduction and internal fixation of left femoral intertrochanteric. On (B)(6) 2019, patient had moderate wound pain. The suspected nail withdrawal was resolved without sequela on (B)(6) 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an internal fixation of closed reduction for left femoral intertrochanteric fracture. The patient developed a left hip pain caused by fall on (B)(6) 2019. After emergency filming, the patient was diagnosed with left femoral intertrochanteric fracture and hospitalized. On (B)(6) 2019, the patient entered a prospective study on the ¿evaluation of metal intramedullary nail system (tfna) in chinese patients¿. The patient¿s examination results met the inclusion criteria and did not meet the exclusion criteria. He was randomized on (B)(6) 2019 and allocated to the control group (pfna), with the subject number: (B)(4). The planned surgery on (B)(6) 2019 was canceled for reason of fever. Moderate sleep disturbance, moderate urinary tract infection which was resolved on (B)(6) 2019. The internal fixation of closed reduction for left femoral intertrochanteric fracture was performed on (B)(6) 2019. The surgery was completed. On (B)(6) 2019, patient experienced moderate post-operative incision oozing blood, wound slightly swollen and moderate suspected nail withdrawal after closed reduction and internal fixation of left femoral intertrochanteric. On (B)(6)2019, patient had moderate wound pain. The suspected nail withdrawal was resolved without sequela on (B)(6) 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.